Manufacturer narrative:
A ge service representative performed an over the phone investigation. A f2 fuse on isd board was evaluated and replaced. The system was found to be working as intended. The system was put back into service.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.